Event description:
The article titled 'comparison of everolimus-eluting and sirolimus-eluting coronary stents: 1-year outcomes from the randomized evaluation of sirolimus-eluting versus everolimus-eluting stent trial (reset' is a randomized evaluation of sirolimus-eluting stent (ses) versus everolimus-eluting stent (ees) trial (reset). Patients were randomly assigned to undergo pci with either ees (xience v) or ses (cypher select-plus). Cumulative incidences of events through 1-year follow up include, target lesion revascularization (tlr), which was treated with an additional percutaneous transluminal intervention, or coronary artery bypass surgery (CABG), death from cardiac causes, myocardial infarction, hospitalization for heat failure, stroke, thrombolysis in myocardial infarction, and sub acute and late stent thrombosis in xience. Additionally, follow-up angiography was performed due to chest pain and/or objective evidence of ischemia without chest pain or objective evidence of ischemia. It was noted that there were cases of unsuccessful stenting, crossover to the non-abbott stent, and use of stents other than the study stents. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, ischemia, myocardial infarction, thrombosis, stenosis/restenosis, and heart failure are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.